Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the bottom seal. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed that the bottom right weld was not fully sealed the edge of the bag. Functional testing was performed by filling the bag, and a leak was identified from the bottom right corner. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and revealed that during evaluation, a damaged bag seal had been identified due to an operator error. The affected units were scrapped, and the batch was reworked and released per specification. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.